Event description:
It was reported that prior to a transcatheter aortic valve implantation with an evolut pro+ 26 mm device, standard electrocardiography (ECG) performed showed first-degree atrio-ventricular block (avb). During the implant procedure, acute complications were reported, including a major arrhythmia described as avb and an aortic dissection. After the procedure, ECG showed first-degree avb and left bundle branch block. A permanent pacemaker was implanted. Mild paravalvular leak at the anterior site was reported. The patient was discharged four days later.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: evolut pro plus dcs; product ID: d-evprop23-29; lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: n/a; FDA site ID: 9612164. A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.